Event description:
It was reported that the patient presented in the emergency room after feeling pre-syncopal while undergoing an MRI. The patient was asymptomatic after removed from the MRI. Upon attempt interrogation, the pulse generator could not be interrogated and an error message displayed. Multiple attempts at interrogating the device was unsuccessful. A different programmer was used to interrogate the device and was successful. The original programmer was used to interrogate the device again and it was successful. No intervention was performed. The patient remained asymptomatic.

Manufacturer narrative:
(B)(4).